Event description:
It was reported that the patient was experiencing random uncomfortable stimulation when attempting to recharge the ipg. The patient underwent a revision procedure.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of months after the device was implanted.